Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a peeling skin irritation under the cables of the lifevest equipment. It was reported that the patient has sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient applied an ointment from the dermatologist to the skin irritation. Outcome of the skin irritation is unknown.